Manufacturer narrative:
The device has been returned to the manufacturer. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was not been provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a pta balloon allegedly ruptured in stent restenosis and caught along the wall of the vessel. It was further reported that the balloon was allegedly inflated twice at the nominal 18atm pressure with an inflation device. It was further reported that the balloon was allegedly stuck in the sheath and had retraction issues through the sheath. Another balloon was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted as the lot number is unknown. Visual/microscopic inspection: the device was returned within a 9fr introducer sheath. The distal end of the balloon was protruding from the distal end of the introducer sheath and the balloon was prolapsed over the distal tip, indicating retraction issues. The proximal end of the balloon had become separated from the shaft and the inner catheter was stretched and kinked. The proximal balloon weld bond was examined under microscopic magnification and evidence of material transfer between the balloon and the catheter shaft was observed, indicating that the laser welding had melted the two components together. The weld bond appeared to be consistent around the entire circumference of the bond, with no defects noted. Unraveled balloon fibers were present at the weld bond. The sheath was examined and the distal tip of the sheath was observed to be flared, indicating retraction issues. Functional/performance evaluation: the balloon was unable to be retracted through the introducer sheath. The catheter was advanced to expose the balloon past the customer's returned 9fr introducer sheath. The balloon was observed to be partially inverted. The proximal neck of the balloon had been pushed up and over the distal neck of the balloon. The distal and proximal markers were present but had moved from their original locations on the inner catheter. No ruptures were observed on the partially inverted balloon. No functional testing could be performed due to the poor sample condition. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for retraction issues based on the condition in which the sample was received (i.e. Prolapsed balloon material). The investigation is also confirmed for material separation as the proximal neck had separated from the shaft. The investigation is inconclusive for a material rupture, as no ruptures were observed on the returned sample an functional testing could not be performed due to the poor sample condition. Per the reported event details, the balloon was inflated to 18atm. The rated burst pressure (rbp) for this balloon size is 16atm; therefore, the balloon was over pressurized. The current IFU (instructions for use) states "do not exceed the rbp recommended for this device. Balloon rupture or difficulty in deflation may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended." The root cause for this event is user-related. Labeling review: the current instructions for use (IFU)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the second inflation, the pta balloon allegedly ruptured at 18 atm in an in-stent restenosis. It was further reported that the balloon catheter was allegedly difficult to retract through the sheath; therefore, the catheter and sheath were removed together as a single unit. Reportedly, another balloon was used to complete the procedure. There was no reported patient injury.